Event description:
It was reported that pump displayed malfunction code 12 with a corresponding fault ID, and no notable events occurred before the malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, reset pump with assistance, and experienced repeat malfunction, so pump replacement was arranged; customer planned to use multiple daily injections as backup therapy, was instructed to place faulty pump in storage mode before returning it with a pre-paid label, and was advised to reenter pump settings and reconnect continuous glucose monitor on replacement pump, which customer understood and acknowledged.